Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have both grips broken and completely detached from its base. The broken pieces were not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that the 8mm force bipolar instrument had a broken tip. No known impact or patient consequence was reported.